Event description:
On (B)(6) 2013, the patient's mother reported that her son was in the hospital with diabetic ketoacidosis on (B)(6) 2013. The patient's normal blood glucose level is in the 200's mg/dl. Before the going to the hospital the patient's blood glucose levels were erratic and he had taken a shower and left the infusion device turned off for several hours. The patient's mother stated that her son needs to be more accountable for his meals and properly calculating his carbohydrates, and they he should not have left the device turned off for that length of time. No product was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. (B)(4): no product was returned.